Event description:
During a procedure, a magnet was placed over the device and an inappropriate magnet response was observed resulting in inappropriate high-voltage (hv) therapy being delivered. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.